Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A4: patient weight.

Manufacturer narrative:
Exemption number (B)(4) permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported gripper actuation issue was not confirmed as no issue was noted while actuating the gripper. The discrepancy between what was reported (gripper arms would not significantly raise or lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus little to no tension during the returned product analysis. The reported difficult or delayed positioning from anatomy (gripper arm caught on leaflet) during use could not be tested or replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue or gripper arm caught on leaflet. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement and gripper arm actuation issue. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The first clip was implanted without issue. To further reduce mr, a second clip delivery system (cds) was advanced, the gripper arm got caught in the anterior leaflet. Trouble shooting was performed, the gripper arm was freed from the leaflet, without causing injury. The gripper arm would no longer significantly raise or lower. The clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to 1+. There was no reported adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.